Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the color codes on the lumens were inverted the brown hub of the distal lumen was on the proximal line, etc. The other catheters did not have this issue. The issue was identified when the clinician noticed a bolus of noradrenaline not going through properly. No pt complications, injury or death was reported as a result of this occurrence.